Manufacturer narrative:
(B)(4). The carefusion technical support specialist in conjunction with the user facility rep determined that the most likely cause of the reported event was a malfunctioning. User interface module (uim). The user facility was shipped a replacement user interface module (uim) to repair the device and returned it to service. Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty user interface module (uim) for eval. As of may 14, 2015, the alleged faulty user interface module (uim) has not been received.

Event description:
The user facility reported that the device's user interface module (uim) went blank while on a pt. The device continued to ventilate the pt. The pt was removed and placed on to another device.

Manufacturer narrative:
Failure analysis: avea user interface module (uim) pn: (B)(4), sn: (B)(4) was received into the carefusion failure analysis lab for investigation. The carefusion failure analysis lab technician installed the user interface module (uim) onto a slave ventilator and powered on in default adult settings and smoke began to come out of the user interface module (uim). The covers were removed after a visual inspection the carefusion failure analysis lab technician found capacitor c205 on the control pcba burnt. Findings/root-cause: defective capacitor c205.